Event description:
(B)(4). I had the essure procedure done in (B)(6) 2012 and about a month or two after I had constant pain and heavy bleeding but figured that it was just my body getting used to it and the fact I had just had my 2nd child in(B)(6) that year. By (B)(6) 2013 the symptoms were and are still constant I have pain the those areas all the time and a week or so before my cycle the pain is almost unbearable, the bleeding with my cycle is so heavy now that even with a super plus tampon and heavy maxi I over flow in 20-30 minutes so I try not to leave the house on those days but it is not easy to miss work so when I do leave I feel like im a baby because I have to pack a bag with changes of clothes and a box of tampons and a bag of pads. Dr's are not cheap and I did not have insurance for several years because my job did not offer it and I made too much to qualify for state insurance. So finally earlier this year I was able to go see my obgyn for my yearly exam and I explained what was going on and his solution was prescribing birth control pills.. Four months later the symptoms are still there and not going away. I'm in the process of trying to get another appointment scheduled with him at this point because I need something to be done.